Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer states that insulin is "squirting out" during the manual prime process. The customer states that they are stuck in the rewind bolus delivery loop. The customer received an a-33 alarm. The customer's blood glucsose was 152 mg/dl. No significant events prior to the alarm. Advised the customer to disconnect from the insulin pump and revert to their back-up plan. No further information reported.